Event description:
It was reported when using the bd vacutainer® sst blood collection tubes there was hemolysis and poor barrier separation of the samples. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer complained "the blood collection tube was not completely separated during centrifugation there is slight hemolysis. There are many red spots on the separation gel and some are still in the serum." Additional information received: the enolase test results have deviations. 1) how many inversions are done to the sample after collection? -5 times. 2) how are the samples stored prior to centrifuging - on their side or upright? -place the sample horizontally before centrifuge. 3) what type of centrifuge is in use (fixed angle or bucket) -constant temperature centrifuge, fixed angle. 4) what is the rcf and time used to spin the samples? -4000rpm, 15mins. 5) what are they saying is still in the serum "and some are still in the serum: - red blood cells or gel? -customers think it is red blood cell. 6) are there erroneous results being reported and if so what analytes are incorrect? -reported incorrect results, mainly nse project results. 7) if there are erropneous results - than you will need to provide patient impact on the erroneous results -the nse value is too high and has no effect on the patient. 8) will need the instrument being used for the testing - name and model number -the instrument is roche's biochemical immunological equipment.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis and poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis, poor barrier separation, or erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier and hemolysis) because the defect was not evident in the testing of the complaint lot samples. Visual evaluation of both complaint (retain) and control samples tested were acceptable all samples demonstrated clinically acceptable performance for all visual observations evaluated. Bd does not have the neuron specific enolase blood test data for this product. Individual validation data for this assay should be reviewed and re-evaluated if not meeting appropriate customer specifications. Additionally, 30 retained samples were tested on additive amount and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis and poor barrier separation based on the photos provided. It has not been confirmed for erroneous results. All testing on retention samples was satisfactory. A root cause was not determined. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported when using the bd vacutainer® sst blood collection tubes there was hemolysis and poor barrier separation of the samples. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer complained "the blood collection tube was not completely separated during centrifugation there is slight hemolysis. There are many red spots on the separation gel and some are still in the serum." Additional information received: the enolase test results have deviations. 1) how many inversions are done to the sample after collection? -5 times. 2) how are the samples stored prior to centrifuging - on their side or upright? -place the sample horizontally before centrifuge. 3) what type of centrifuge is in use (fixed angle or bucket) -constant temperature centrifuge, fixed angle. 4) what is the rcf and time used to spin the samples? -4000rpm, 15mins. 5) what are they saying is still in the serum "and some are still in the serum: - red blood cells or gel? -customers think it is red blood cell. 6) are there erroneous results being reported and if so what analytes are incorrect? -reported incorrect results, mainly nse project results. 7) if there are erropneous results - than you will need to provide patient impact on the erroneous results -the nse value is too high and has no effect on the patient. 8) will need the instrument being used for the testing - name and model number -the instrument is roche's biochemical immunological equipment. G.4. Date received by manufacturer: 2021-03-09 h.6. Medical device problem code: a0908.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes there was hemolysis and poor barrier separation of the samples. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer complained "the blood collection tube was not completely separated during centrifugation there is slight hemolysis. There are many red spots on the separation gel and some are still in the serum." Additional information: the enolase test results have deviations. 1) how many inversions are done to the sample after collection? -5 times. 2) how are the samples stored prior to centrifuging - on their side or upright? -place the sample horizontally before centrifuge. 3) what type of centrifuge is in use (fixed angle or bucket) -constant temperature centrifuge, fixed angle. 4) what is the rcf and time used to spin the samples? -4000rpm, 15mins. 5) what are they saying is still in the serum "and some are still in the serum: - red blood cells or gel? -customers think it is red blood cell. 6) are there erroneous results being reported and if so what analytes are incorrect? -reported incorrect results, mainly nse project results. 7) if there are erropneous results - than you will need to provide patient impact on the erroneous results -the nse value is too high and has no effect on the patient. 8) will need the instrument being used for the testing - name and model number -the instrument is roche's biochemical immunological equipment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes there was hemolysis and poor barrier separation of the samples. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer complained "the blood collection tube was not completely separated during centrifugation there is slight hemolysis. There are many red spots on the separation gel and some are still in the serum."